Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc leaked blood on 3 occasions. The following information was provided by the initial reporter: after the puncture, the septum was found leaking blood.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: bd received 5 pegasus 20 gauge units from lot 0078908 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that one unit had been used while the other four units were not used and still inside of their original packaging. Upon inspection of the used device it was determined that the septum was not closed after the cannula was removed. Leakage was observed coming from a hole in the septum. The other four units were inspected and no defects were observed. Based off of the visual inspection and testing the engineer was able to verify the reported defect. If the septum is aging, the hole of the septum may not close after the removal of the needle. The product stored in a high temperature environment may lead to the aging of septum. The process storage conditions of the product after it leaves the factory are unknown, so it is impossible to confirm whether it has been stored under high temperature conditions. Unfortunately, a definitive root cause could not be determined. Retain samples were tested and no leakage was found. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus pnk 20ga x 1.16 in prn non-pvc leaked blood on 3 occasions. The following information was provided by the initial reporter: after the puncture, the septum was found leaking blood.